Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced for the reported condition prior to this event. A device history review was performed finding pump failed code 503:320. The user interface board was changed and the pump passed subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A call was received by product surveillance from a (B)(6). The technical service associate stated that he had received an email from the facility stating that a colleague infusion pump had failed a downstream occlusion test with the minimum pressure selected. This condition has the potential to be a false alarm. It is unknown during what process step this event occurred, however it is known to have occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.